Event description:
A screw was discovered to be backing out of the cervical plate on an x-ray taken post surgery. It is unk if a revision surgery will be performed to remove the backed out screw. The implants remain in the pt at this time. The pt is current condition is unk. The part number and lot number of the anterior cervical plate is unk. The date of incident is unk.

Manufacturer narrative:
Engineering evaluated the prints for the variable screws and the cervical plate to assess tolerance and interface analysis with mating parts. The eval of the prints did not reveal any design concerns. They confirm that if the screw was inserted properly and according to the surgical technique, the chances of the screw backing out is not likely. Engineering confirmed the only way a screw would back out is if it was not properly seated into the plate and the locking mechanism was not engaged. Engineering believes that the screw was not properly seated in the cervical plate and as a result, the locking mechanism was unable to be engaged to prevent the screw from backing out. The trestle instructions for use (ins-014) explain preoperative management and intraoperative management. The trestle surgical technique (lit-83106) explains the proper technique for installing the trestle implants. A copy of the trestle instructions for use and surgical technique will be sent to the sales rep and the surgeon.